Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the coil delivery wire was seen to be kinked/bent, and the main coil was found to be stretched. The main coil was found to be kinked/bent and broken/fractured. The main coil suture was found to be damaged. Functional inspection could not be performed due to the damage to subject coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the coil delivery wire and main coil was noted to be kinked/bent. The main coil was stretched, and the suture of the main coil was damaged. The main coil was also noted to be broken/fractured. The functional inspection couldn't be performed because of the damage. Based on the review of all available information and analysis of the returned device, an assignable cause of procedural factors will be assigned to the as reported coil in catheter friction as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed code coil delivery wire kinked/bent since it is most likely that this damage occurred due to handling of delivery wire during the procedure. An assignable cause of procedural factors will be assigned to the as analyzed codes main coil suture damage, main coil kinked/bent, main coil broken/fractured during use and main coil stretched as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject coil encountered resistance while being advancing within the microcatheter. The procedure was completed successfully without any clinical consequences to the patient. The subject coil was returned for analysis and the device investigation revealed that the subject coil was found to be broken/fractured during use.